Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) and manufacturer representative regarding a patient who was implanted with a neurostimulator for degenerative disc disease and spinal pain. It was reported that the hospital staff called the manufacturer representative reporting that the patient had tremors starting (B)(6) 2016. The patient could not find their patient programmer and they wanted the manufacturer representative to turn the patient's stimulation off. The patient reported that stimulation turned on by itself on the same day as the tremors, (B)(6) 2016. The tremors and stimulation change were both sudden changes. It was also reported that the physician programmer information showed that stimulation turned on (B)(6) 2016, but the patient stated that stimulation turned on by itself (B)(6) 2016. The physician programmer also showed that the stimulation was turned off at 2 pm on (B)(6) 2016, but the manufacturer representative stated that they actually turned the stimulation off at 12:15 pm. It was asked but unknown at this time what interventions and troubling shooting was performed for the tremors. No troubleshooting was performed in regards to the stimulation turning on by itself. It was reported that the stimulation issue had not been noticed in the patient's previous programming sessions. The resolution of both the tremors and the stimulation issue were unknown at the time of this report. Additional information has been requested regarding the cause of the tremors and stimulation turning on by itself, interventions, actions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.